Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 535 mg/dl. They treated themself with insulin and passed out one hour later. Their co-workers took pt to the ER and their glucose level was down to 32 mg/dl. They were treated with a dextrose IV until their glucose was 100 mg/dl. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.